Manufacturer narrative:
Additional information was received: the patients were tested on cobas ee601 analyzer. Patient 1: date of event was actually (B)(6) 2014. The patient was not taking supplements. The results were not used for diagnostic purposes and the patient was not adversely affected. Patient 2: date of testing was actually (B)(6) 2014. The patient's birthdate was (B)(6) 2005. The patient was an (B)(6) years old male.

Manufacturer narrative:
Ths event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with available methods and the current state of the art. A possible cause was interference of other vitamin d metabolites. Protein based interferences such as heterophilic antibodies could be excluded due to the denaturing conditions during the pretreatment reaction of the assay.

Event description:
After being contacted by a (B)(6) about a patient whose vitamin d levels were in the toxic range despite not being on any supplementation, the customer found questionable vitamin d results for seven patient samples when compared to the lcmsms results. The customer stated the results were approximately 30-50% higher with the roche method and suspected possible interference. Of the data provided for four patient samples, only the results for two patient samples were discrepant. Patient 1 roche result was 247 and the lcmsms result was 141. No unit of measure was provided. Both results were reported out of the lab. Patient 2 roche result was 785 and the lcmsms result was 418. No unit of measure was provided. Both results were authorized, but were not printed so the customer thinks the (B)(6) had not yet had the result back from lab. The customer was not aware of any adverse event. Information concerning the analyzer used was requested, but was not provided. The serial number was given as (B)(4). A specific root cause could not be identified. As some of the samples leaked in transit, further investigation was not possible.

Manufacturer narrative:
Samples were submitted for investigation and the customer's results for all samples were reproduced.